Manufacturer narrative:
H6: device codes (fdd) code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA pr 691121. Radiographic image review : "a single lateral x ray for l5-s1 at two time points. An l4-5 interbody graft is present, by report, the height of the graft has collapsed. Allowing the differences in x ray technique, this is probably true. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having fusion for unknown indication. It was reported that at 6 week follow up for the tlif surgery, x-ray indicates the (6068093, 0850000w) catalyft pl cage, 9mm short, implanted (to roughly 75% of expandable height during surgery) at some undeterminable point collapsed between immediate post op film and 6 week follow up film. Surgeon initially indicated that there is no need to explant the cage, so long as patient continues to have no adverse side effects. There was no patient symptom reported. There were no further complications reported regarding the event.